Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), the driven ground signal was non-functional. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt's driven ground signal was open. The cause for the defective driven ground was a detached driven ground wire in the electrode belt distribution node pca board. The root cause for the detached driven ground wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.